Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the firstpass suture passer broke in the humeral cavity during the procedure. The device was used in tree suture points previously. The pieces were removed with a tweezer grasper. The procedure was completed with a delay greater than 30 minutes using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states all the broken pieces were removed from inside of the patient with a tweezer grasper. It is unknown if the reported use of the firstpass in tree suture points, previously contributed to this reported failure. According to the report, the procedure was completed with a delay greater than 30 minutes using a back-up device. Since no other patient complications were reported, no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.